Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having an peritonitis infection. The patient was not able to identify the cause of the peritonitis event. However, there were no reported allegations that the peritonitis was associated with an issue or malfunction with fresenius products. In additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient had a pd culture obtained (in the outpatient pd clinic). The patient¿s pd culture grew the bacteria pseudomonas. Per the nurse, the patient was treated with intra-peritoneal (ip) antibiotics; vancomycin and ceftazidime (per clinic algorithm) on an outpatient basis. The nurse reported the patient is recovering from the peritonitis event and continuing pd treatments using the same cycler. The nurse was not able to identify the exact cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. Additionally, it was reported that the nurse performed patient teaching on proper infection control for pd therapy.